Event description:
The device was used during a thorascopic bullectomy procedure. The instrument was difficult to open and close. The surgeon used another instrument to complete the procedure. No pt injury reported.